Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicates the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received indicates the device was explanted and replaced. No additional adverse patient effects were reported.